Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.